Event description:
As reported: "it was reported that the patient's right femur was revised due to non-union and a broken nail (nail broke at the junction of the nail and the lag screw). All hardware was removed and a competitor hip was implanted. Rep confirmed that no further information is available".

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.